Event description:
Reporter alleged obtaining the results of 438 mg/dl, 185 mg/dl and 207 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Na

Event description:
Reporter alleged obtaining the results of 438 mg/dl, 185 mg/dl and 207 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.